Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV. Device evaluation: device photograph(s) for the device related to the reported events of rupture and breast pain requested on (B)(6) 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Breast pain: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "discomfort and pain, and implant damage". Healthcare professional reported "pain syndrome, implant rupture and capsular contracture baker grade IV". This record is for the right-side. Device has been explanted and devices have been replaced by non-abbvie devices.

Event description:
Patient reported "discomfort and pain, and implant damage". Healthcare professional reported "pain syndrome, implant rupture and capsular contracture baker grade IV". This record is for the right-side. Device has been explanted and devices have been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ breast pain: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.